Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The device was received with normal operating currents. Also, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump failed self-test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the vibration of the insulin pump was not working. The customer's blood glucose was 101 mg/dl at the time of incident. The insulin pump will not be returned for analysis.